Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Please see medwatch report 2032227-2015-53569.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on the evening of (B)(6) 2015. The caller stated that the cause of death is unclear; low blood glucose and oxygen deprivation. The caller stated that the customer just passed out. The customer did not have any illnesses. The caller stated that the first incident happened on (B)(6) 2015; the customer's blood glucose was below 20 mg/dl, bit the paramedics got her. The customer was wearing the insulin pump during the incident of (B)(6) 2015 but not during the incident of (B)(6) 2015. The customer was not wearing the insulin pump at the time of death; the customer had been off the insulin pump since (B)(6) 2015. The customer did not use sensors. The caller agreed to return the insulin pump for analysis. The insulin pump was not available at the time of the call. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.